Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after the injecting of cement in to the sacrum was complete the surgeon tried to remove the injection needle and it would not come out. The contralateral side removed easily. The surgeon tried with a large amount of force to remove the needle and the needle broke off in the patient. The surgeon tried to recover the broken portion but was unable and stopped. A broken portion of the needle has remained in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the device was sent to our supplier for investigation. The supplier concludes that the bone cement must have already hardened before the operator attempted to remove the needle. During the attempts to remove it, the needle was subjected serval times to mechanical overload. The manner of damage points to the fact that the device was subjected to tremendous mechanical overloading. The device history record review shows that the devices met the specifications at the time of manufacturing and distributing. The lot was manufactured in march, 2014 according to the specifications. No product fault related nonconformity was detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgical delay of ten (10) minutes during the sacroplasty procedure was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt weight: unknown . Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 31.mar.2014, expiry date: 01.jan.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.